Event description:
The customer observed instrument error messages (ec 3048) on the alinity I processing module and heard a loud grinding sound from the reagent carousel. Upon inspection, two servo driver capacitors were found to be burnt with blue discoloration. No impact to analytical / patient result data, patient management or user safety was reported.

Manufacturer narrative:
Service inspected the module and found two servo driver 16 amp (a-30111054-01) capacitors were burned. Service determined the servo driver 16 amp (a-30111054-01) the cause and replaced the part with servo driver 16 amp (a-30111054-02) resolving the issue. No additional instances of burned parts have been reported since the service activity occurred. No fire or injury to personnel reported. The instrument service history review revealed no additional service tickets associated with charred parts. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of ticket trending did not identify any related trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn/char was limited to the servo driver 16 amp (a-30111054-01). No smoke was spread to other parts of the instrument. Based on the investigation, no systemic issue or deficiency was identified.